Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ventilator gave an inoperable alarm while transporting the patient and was swapped out immediately. No patient harm was incurred.

Manufacturer narrative:
H3: unit had vent inoperable due to defective battery. Replaced battery and resolved issue. Ran est and ovp, unit passed all test and runs according to OEM specifications. Proceeded with pm.

Event description:
Vyaire medical received additional information where a company field representative was able to do an on-site repair to resolve the customers issue.